Event description:
Co's blood monitoring kit was being used. Loose connection occurred between the tubing assembly and the transducer screw collar.

Manufacturer narrative:
Ohmeda has attempted and been unsuccessful in retrieving the actual complaint unit. Add'l info has been obtained on the se-up and solutions used. The info has confirmed that the usage of the devices did follow the device labeling. The directions for use indicate "open package but maintain sterility of monitoring kit. Verify that all connections are secured and all stopcock handles are pointed in the desired directions." As the complaint investigation could not confirm the complaint, no corrective actions are indicated. No further info will be provided.